Event description:
It is reported that a synthes left liss 13 hole plate was explanted from the femur of the patient due to a distal femur non-union. Quantity of broken screws included in the required intervention section was not reported. The surgeon performed a bone graph to treat the non-union and re-implanted the patient with another plate. The surgery was completed successfully. The procedure was delayed for more than 30 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for 5.0mm locking screws, unknown length x 13. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.